Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: additional information indicates the device was electively replaced on (B)(6)2023 so the patient could take advantage of new technology. It was also noted the patient was experiencing increased recharging which is expected with aging of the device. There is no alleged stated deficiency or malfunction of the device. This device is no longer considered reportable.

Event description:
Additional information indicates the device was electively replaced on (B)(6)2023 so the patient could take advantage of new technology. It was also noted the patient was experiencing increased recharging which is expected with aging of the device. There is no alleged stated deficiency or malfunction of the device.